Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 0 file number 0). Problem isolated to electronic assembly. Insulin pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.